Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an interventional procedure. Reportedly, the device was missing prolene wire. A second proglide device was used to achieve hemostasis. There was no patient sequela reported. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based upon the report of missing a prolene wire, it is interpreted as missing a suture because prolene is a synthetic monofilament suture as used in the proglide device. Analysis of the returned device indicated that the anterior cuff-to-needle tip detachment occurred as evidenced by damaged anterior needle which would subsequently result in a failure to retrieve the suture and could appear very similar to the reported missing suture during the plunger retraction. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture; however, analysis of the returned device revealed no conclusive cause. The visual inspection and performance verification done on the returned device did not detect any product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.